Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2019 with the following findings: during investigation, the battery compartment is cracked. The battery cap was not returned with pump for investigation. A test cap used for testing. Test cap able to fit securely to pump. Pump powers up with auditory and vibration to a blank screen. Unable to download black box and perform steps 10-13, 21 and 35. The pump¿s cover was removed; eeprom (u22) is cracked. Apparent lack of power due to eeprom damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.